Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b, a4, a5 & a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions pv .018 catheter was returned for evaluation. Visual inspection found a lifted expanded single lumen (esl) with missing material. Additionally, internal damage (bent) was observed on the scanner. During functional testing, the catheter failed the wire bond, apt, and image tests. Block h6: the probable cause of the catheter fault detected is due to use handling as evidenced by the damage scanner and damaged/missing esl. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a peripheral therapeutic procedure in the mid sfa. After the first run, a catheter fault was detected. The procedure was completed with a new catheter. No patient injury reported. During the device evaluation, missing material from the expanded single lumen (esl) tubing was observed. This product problem is being submitted due to missing material. There is potential for harm if it were to recur.